Manufacturer narrative:
A lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years and two months post filter deployment, patient presented with abdominal pain. Subsequent, computed tomography revealed there was an infra renal inferior vena cava filter, the arms of the filter appear to extend beyond the vena cava wall. Therefore, the investigation is inconclusive for perforation of the inferior vena cava (ivc) as the medical record states ¿the arms of the filter appear to extend beyond the vena cava wall.¿ based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 05/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that filter strut perforated the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.